Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication livanova (B)(4) learned that the device is still in use. However, the customer plans to replace the unit in the near future. Livanova (B)(4) has initiated a CAPA project for this type of issue.

Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). Through follow-up communication, (B)(4) was informed that the device was placed outside of the operation room during use. The facility plans to replace the device due to age. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
(B)(4) received a report that the heater-cooler system 3t was found to be contaminated with mycobacteria chimaera on (B)(6) 2017. There is no known patient involvement.